Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. Immediately another ventilator was used. The root cause was determined to be defective mains switch due to lack of maintenance by the user. In consequence the defective component was replaced. There was no reported patient or user harm.

Event description:
The report from hospital says: at 8:44 on (B)(6) 2022, the clinical nursing staff of the ICU was going to prepare the ventilator for use but suddenly found that the machine could not be started up. Raphael color made in mar. 12, 2015.